Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation, however, photos were provided for review. Review of the photos revealed the trial was chipped. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While replacing two broken global ap glenoid sizers it was noticed that the size 52 +0 glenoid sizer was also badly cracked and damaged. It has been returned along with the original broken sizers (48 & 56 +0).